Manufacturer narrative:
The log file and the information from dräger service were available for the investigation. The log file entries confirm that the device issued the alarm "internal battery empty" on the reported day of the event, although the device was connected to the mains voltage. According to the log file, the device switched to standby mode when this alarm message was issued. No ventilation takes place in standby mode. The event (output of the alarm "internal battery empty" although the device is operated with mains voltage) corresponds to a defective circuit board which is part of the voltage management. The circuit board was replaced by the dräger service, which rectified the event. According to the dräger service, the device subsequently functioned properly. The device responded as specified and generated the appropriate visual and audible alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alerted a low internal battery and stopped ventilation. However, it was reported that the device's battery level indicator showed a full battery.

Event description:
It was reported that the device alerted a low internal battery and stopped ventilation. However, it was reported that the device's battery level indicator showed a full battery.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.